Event description:
This rv lead was implanted on (B)(6) 2002. Information was received stating that the patient's device system was explanted due to infection on (B)(6) 2011. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).